Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between 8/12/2020 and 12/2/2020. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was exchanged due to a refractive miss. There is not a suspicion of a problem with the suspect iol. This iol was discarded. The patient is presumed to be doing fine. No complication during exchange and not suture used. No other information was provided.